Event description:
Treatment of an aneurysm in the ophthalmic segment of the left ica (internal carotid artery). There was a fetal cerebral post artery. Positioning of the marksman catheter into the left m1 segment was complicated because the trend of the guidewire was to go to the post cerebral artery. While navigating the pipeline in the m1, there was a sudden displacement of the catheter to the c1 segment. At this moment, the physician decides to navigate the pipeline in the fetal cerebral post artery to deploy it subsequently into the provided segment. The device did not form the cigar shape despite multiple manipulations of the pushwire; therefore, it was retrieved from the patient. The aneurysm was occluded with the use of implant coils and the procedure concluded. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braids were found damaged which may have contributed to the reported issue. (B)(4).